Event description:
The manufacturer received information alleging a ventilator's lcd screen was partially unable to be read. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software needs to be reloaded to address the issue.